Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer was observing multiple issues with the celldyn sapphire with liquid leaking out of tubing behind the valve of the analyzer. The customer was working with a field service engineer (fse) over the phone near the leak and it sprayed out of the tubing. The customer felt a drop on his forehead. The customer was not wearing goggles or a face shield. There was no injury/intervention to the customer reported.

Manufacturer narrative:
Use error may have contributed to the complaint issue regarding the use of personal protective equipment (ppe) while using the product. No protective eyewear as per product labeling was in use at the time of the incident. No trends or similar issues for splashing/exposure as described in this ticket were identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the biological and chemical safety hazards that may exist. Based on the investigation no product deficiency was identified.